Event description:
A hemodialysis user facility has reported that during treatment the machine alarmed for an internal blood leak, which was confirmed with test strips. The ebl is 270 cc's. There was no pt ill effect. No sample is available for eval.

Manufacturer narrative:
(B)(4).